Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection revealed the ligature marks approximately 27cm distal to the is4 connector pin. Abrasion marks were found along the lead body. Further inspection showed a deformed insulation approximately 29cm distal to the is4 connector pin. In that section, the conductor coil was found fractured. This broken contact was confirmed during the electrical analysis. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, cuts in the insulation were observed which occurred most likely during the explantation procedure. Blood penetrated the lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Approximately 45 months after implantation, home monitoring system reported impedance greater than 3000 ohms on lv lead. Lead was explanted and replaced. No adverse patient events were reported.